Event description:
Medical records received. After review of medical records, the patient was revised to address a failed metal-on-metal right total hip arthroplasty. The patient was also experiencing increasing pain in the hip. Bone scan results suggest that the cup was loose. During revision, it was found that the space beneath the abductor and it band was scarred. The head was removed and metal pitting was observed. The cup was noted to be well fixed. Doi: (B)(6) 2007 - dor: (B)(6) 2018 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code medical device removal.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter is an attorney. (B)(4).

Event description:
Pending product liability reports: the patient was revised to address hip pain. The surgeon diagnosed the pain from metal wear. The patient was implanted with an asr implant on the acetabular side. During the surgery on (B)(6) 2018, the acetabular cup and stem were well fixed. The cup was removed and a primary cup, one screw, liner, and head were implanted in its place. The implants that were removed were a 52mm cup and a 46mm head. The original right hip procedure occurred on an unknown date. Additionally, it was alleged there was injury, excessive levels of chromium and cobalt resulting to pain and emotional distress. It was not confirmed if the sleeve was revised.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.